Manufacturer narrative:
The device ((B) (4)) has been returned and an investigation using a new battery, the returned meter, returned test strips (lot no: 0836547 - not the test strips reported in the case) and retained control solution (lot no: 9f3p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log revealed the reported test results. This is a final report.

Event description:
Customer reported receiving erratic readings on her freestyle freedom lite blood glucose meter. Customer reported receiving readings of 408 mg/dl and 103 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.